Event description:
This complaint is now reportable based on the analysis completed on 11/20/2007. It was reported that during a coronary stenting treatment procedure, the stent delivery system was unable to cross the lesion. The target lesion was located in a tortuous and severely calcified mid right coronary artery. The physician encountered significant resistance during the procedure and the 4.0 x 28mm liberte bare metal stent was unable to cross the lesion. As the device was being removed, the proximal portion of the stent was "stuck by the lesion." It caused the proximal portion of the stent to be twisted." The procedure was stopped at that point. No patient injuries or complications were reported. Patient status was satisfactory. The returned product analysis identified stent damage.

Manufacturer narrative:
Visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the stent found that the proximal end of the stent had its struts lifted and bent back distally. No other issues existed with this device. A review of the manufacturing record shows that the device met material, assembly and product specifications. The most probable root cause of the difficulty crossing is due to a design constraint of the product and the stent damage can be attributed to user handling.